Event description:
It was reported that the patients non-rechargeable ipg had an end of life message on the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.